Event description:
It was reported by the patient that Infusion set tape not sticking on (b)(6) 2026.

Manufacturer narrative:
E1: Patient City: (b)(6).Patient Country: Germany.Establishment Name: Medtronic Minimed.Country: United States of America.Street: 18000 Devonshire Street.City: Northridge.State: California.Post office or Zip Code: 91325¿1219.Based on the available information, this event is deemed to be Reportable MalfunctionTo date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number:Reporting Site: 8021545,Manufacturing Site: 8021545.